Event description:
Customer reported experiencing high bgs (262-462mg/dl) after exercising. Customer reported that bgs remained high despite administering numerous corrective boluses. Customer reported that the cannula was kinked and that "cannula looked like it was flat". Customer did not report that the pod initiated an alarm. Pod will be returned for evaluation.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We were unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.